Event description:
The customer reported the 840 ventilator backlight/lcd panel looks burnt. There was no patient involvement. Covidien technical support advised the customer to replace the lcd panel. Covidien was not authorized to service the device.